Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay plus thoracic stent graft system approved for sale in the us (p110038). The event occurred in thailand.

Event description:
Product complaint: relay nbs plus thoracic stent graft, catalog #: 28-n2-30-209-26-2390s, lot: b220520019. The plan: tevar from zone 3 with partial cover left subclavian to descending aorta, total length was 250 mm with 28-n2-30-209-26-2390s and 28-n2-30-164-26-2290s. On the procedure: after place the controller in the "4" position and make an angiogram to confirm position. The physician retracted the stainless-steel rod and pull the stainless-steel rod distally. But the tip was disconnected from the delivery system inside patient's vessel at descending thoracic aorta (t10-t11 level) as the picture in attached. Then the physician tried to take off whole delivery system from patient with using the snare. Patient outcome: "the procedure was converted from pre-closure to cutdown. The wound size was opened at femoral vessel from 7-8 mm to 40-50 mm. The doctor need investigating and require free of charge."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay plus thoracic stent graft system approved for sale in the us (p110038). The event occurred in thailand.

Event description:
Product complaint: relay nbs plus thoracic stent graft 28-n2-30-209-26-2390s lot: b220520019. The plan: tevar from zone 3 with partial cover left subclavian to descending aorta, total length was 250 mm with 28-n2-30-209-26-2390s and 28-n2-30-164-26-2290s on the procedure: after place the controller in the "4" position and make an angiogram to confirm position. The physician retracted the stainless-steel rod and pull the stainless-steel rod distally. But the tip was disconnected from the delivery system inside patient's vessel at descending thoracic aorta (t10-t11 level) as the picture in attached. Then the physician tried to take off whole delivery system from patient with using the snare. Patient outcome - "the procedure was converted from pre-closure to cutdown. The wound size was opened at femoral vessel from 7-8 mm to 40-50 mm. The doctor need investigating and require free of charge."